Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim user guide states: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose."

Event description:
It was reported that multiple, intermittent altitude alarms occurred. In addition, contact reported that the customer had been refilling the same cartridge over the past two weeks during the occurrence of alarms. Customer's blood glucose level was not impacted. Contact reported that the customer was ultimately able to clear the alarms and resume insulin delivery once a new cartridge had been loaded.